Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 53 mg/dl. Reportedly, the customer felt sick and delivered a bolus without eating. Customer briefly lost consciousness. Paramedics gave the customer what looked like "cake icing gel" and the customer's wife gave the customer orange juice with sugar as well as a peanut butter jelly sandwich to address bg. Paramedics instructed customer to remove pump. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding bg.